Event description:
A malfunction was reported on the pump, with prior observations of the pump being ¿sticky¿. A pump reset was performed and the customer resumed insulin delivery. This resulted in the customer's blood glucose level reaching 637 mg/dl and ketones. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.